Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular - lv lead exhibited high capture threshold and atrial sensing. Fluoroscopic imaging was performed and the lv lead was found to be dislodged. The lv lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular - lv lead exhibited high capture threshold and atrial sensing. Fluoroscopic imaging was performed and the lv lead was found to be dislodged. The lv lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.